Event description:
On (B)(6) 2013, the clinician inserted a catheter and a leak occurred when the nurse was flushing the catheter, she removed the needle and found liquid leaking from the insertion site, the nurse pulled out the catheter immediately, and found that the catheter was 1/3 shorter. A 3-d scanning was performed to the back of the hand to the elbow, but all did not identify the missing piece of the catheter. On (B)(6) 2013, the pt was discharged from the hospital.

Manufacturer narrative:
No samples or photos were returned, therefore, the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are rec'd in the future, the complaint will be reopened for further investigation. Device history review was conducted and no anomalies noted.